Manufacturer narrative:
Although it is unk if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Device was not returned to manufacturer for evaluation. Therefore, we are unable to determine the cause of the event.

Event description:
It was reported that the patient underwent a two-level posterolateral cervical fusion at c3-c5 using 1/2 of one rhbmp-2/acs prepared sponge with half of this (e.g. Total 1/4 of sponge) placed on each side, at the same level. The rhbmp-2/acs was supplemented with mastergraft matrix; the rhbmp-2/acs was placed beneath the matrix. The patient initially did well, but by pod 4 it was noted that the patient's neck was swollen, and the cervical collar (which may have disguised early swelling) was removed. By pod 5, the swelling had increased to include the entire neck circumferentially, all in the subcutaneous area extending to the face, and down to the supraclavicular fossa. There was no reported fever. The patient's hospitalization was extended, and steroid therapy was initiated on pod 4 or 5. Patient continues to have no clinical manifestations other than swelling with no airway issues or swallowing difficulty and no fluid collection. On pod day 8 the patient was discharged home free of symptoms of cervical swelling, dysphagia, and/or airway compromise. All symptoms have resolved.